Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report that the transfer set comes apart. The home patient (hp) stated that if he turns the transfer set counter clockwise, it comes apart. The technical service representative (tsr) advised the hp to end therapy immediately and call his nurse or doctor. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the transfer set did not come apart, however, it was leaking. The nurse stated that the set was not clamping off completely allowing some fluid to leak near the occluder feet. The nurse confirmed that the transfer set never became disconnected. The nurse provided the lot number, however, stated that the transfer set was discarded. The patient received a new transfer set and has continued therapy successfully. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information, therefore, the root cause is undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.